Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32x3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.50x28mm promus element¿ drug eluting stent was advanced but failed to cross the lesion. The physician attempted to pull the device back but the stent dislodged into the lower limb. Two other stents were used to complete the procedure. The patient's status was stable.